Manufacturer narrative:
The reported event of noise was not confirmed. During electrical testing the lead was shorting at the distal region of the lead which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited inhibition of pacing due to noise oversensing. The ra lead was explanted and replaced. The patient was in stable condition.